Event description:
In 2006, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter would not power on. The medical affairs specialist mailed a letter to the patient 6 days later since she could not be reached by telephone on two seperate days. On an unk date, the patient attempted to test on the reported meter, but was unsuccessful since it would not power on. Also, on an unk date, the patient developed unspecified symptoms of high blood glucose. The patient went to an emergency room (ER) 5 days before contacting lifescan, where a reading of "500mg/dl" was obtained using an unidentified device. The patient was treated with "IV fluids" (unk contents). The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: when did the alleged meter-issue start, what symptoms did the patient develop, when did the symptoms start, what is the patient's medication/treatment regimen, and did the patient follow the regimen during the time of concern. In addition, it would have been helpful to know if the patient was able to use a backup meter, what meals/beverages did the patient consume on the day of the event, and what treatments did the patient receive on the day of the event. This complaint is being reported to the following conclusion: the patient was unable to test her blood glucose with the reported meter. She developed symptoms of hyperglycemia, obtained a high blood glucose reading in an emergency room, and received medical treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter an strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemtal report.